Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was in the hospital due to uncontrollable pain. No audible alarms were noted and the patient's urine tested negative for any opioids. No further complications have been reported as a result of this event.